Event description:
It was reported to philips that the device was not powering on with ac or dc power. The customer requested that the device be returned for bench repair. There was no reported patient involvement.